Event description:
Pt was diagnosed with large infected retroperitoneal lymphatic malformation with hydronephrosis in 2008. A partial resection was performed two months later. She had persistent chylous ascites unresponsive to medical management and numerous drainages of the peritoneal fluid. A denver shunt was placed two month later. The shunt initially worked well but she then began accumulating chylous ascites again. She underwent diagnostic fluoroscopy the following month, to determine if the shunt needed to be replaced or repaired. The contrast study demonstrated that the tip of the shunt had migrated back to the r brachiocephalic vein region with a fibrin sheath around the tip of the catheter. Drainage of the ascetic fluid was initiated using a closed system with a glass suction bottle. During the drainage, the pt suffered an acute air embolism and expired.